Manufacturer narrative:
The analyzer was checked and intensive maintenance of the measuring cells was performed. This issue was resolved after this action. UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with multiple assays on the cobas 6000 e 601 module. Examples were provided for four patient samples with discrepant test results. The following assays were involved: elecsys ft3 iii, the elecsys ft4 assay, the elecsys vitamin d assay, and the elecsys tsh assay. The specific ft4, vitamin d, and tsh reagents that were used were not provided. No units of measure were provided. No incorrect results were reported outside of the laboratory. At the time of the issue, there were alarms indicating abnormal low signal during sample measurement and no liquid surface detected. The first sample initially resulted in a ft4 value of > 100 and a value of 20 was expected. The second sample initially resulted in a ft3 value of > 100 and a value of 20 was expected. The third sample initially resulted in a vitamin d value of > 70 and a normal value was expected. The fourth sample initially resulted in a tsh value that was "< signal" and a normal value was expected. The lot numbers and expiration dates of the ft3, ft4, vitamin d, and tsh reagents were requested, but not provided.

Manufacturer narrative:
The field service engineer later determined the pinch valve tubing was leaking. The issue was resolved by the engineer. The investigation determined the service actions resolved the issue.